Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed utilizing transesophageal echocardiogram. Trans-septal puncture (tsp) was performed with a versacross and was a bit difficult due to imaging; the first attempt was not successful. Second tsp was successful and in a favorable position. The heavily pectinated laa was a 180 degree anterior chicken wing which made for a difficult choice for implant. A 27mm watchman flx pro closure device was selected for use but never advanced out of the access system as the delivery catheter accordioned on the back third of the catheter; it was believed that the physician did not unscrew the touhy enough. A new 27mm watchman flx pro closure device was selected for use, inserted and advanced to the laa but was too large for the appendage. The 27mm watchman flx pro closure device was removed and exchanged for a 24mm watchman flx pro closure device, which was successfully implanted. Multiple sweeps were performed throughout the procedure and no pericardial effusion was noted prior or during the procedure. Approximately one-hour post-procedure, the patient experienced hypotension and a pericardial effusion was identified towards the right ventricle/apex of the heart. Pericardiocentesis was performed with removal of 300ml of dark red bloody fluid. The hypotension resolved after the pericardiocentesis. The patient stayed one night in the hospital and was discharged home the next day.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed utilizing transesophageal echocardiogram. Trans-septal puncture (tsp) was performed with a versacross and was a bit difficult due to imaging; the first attempt was not successful. Second tsp was successful and in a favorable position. The heavily pectinated laa was a 180 degree anterior chicken wing which made for a difficult choice for implant. A 27mm watchman flx pro closure device was selected for use but never advanced out of the access system as the delivery catheter accordioned on the back third of the catheter; it was believed that the physician did not unscrew the touhy enough. A new 27mm watchman flx pro closure device was selected for use, inserted and advanced to the laa but was too large for the appendage. The 27mm watchman flx pro closure device was removed and exchanged for a 24mm watchman flx pro closure device, which was successfully implanted. Multiple sweeps were performed throughout the procedure and no pericardial effusion was noted prior or during the procedure. Approximately one-hour post-procedure, the patient experienced hypotension and a pericardial effusion was identified towards the right ventricle/apex of the heart. Pericardiocentesis was performed with removal of 300ml of dark red bloody fluid. The hypotension resolved after the pericardiocentesis. The patient stayed one night in the hospital and was discharged home the next day.